Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was transferred from another hospital due to suspected pacemaker pocket infection, reddening was seen. The patient suffered from fatigue, weakness, and feeling cold since a couple of days. After treatment the inflammation parameters and reddening decreased. Patient presented in good general condition, cardiopulmonary compensated and hemodynamic stable. The patient was hospitalized. Lab test was done, inflammation and kidney parameters were checked and a bacteriological smear was taken. Echocardiography was done without indication of endocarditis. Antibiotic therapy was started with vancomycin and co-amoxicillin and continued for 14 days. Crt explantation and leadless pacemaker implantation were done. In long term a new re-evaluation for crt-d re-implantation will be discussed.